Manufacturer narrative:
Correction: h6: field should reflect product not returned.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that during an implant procedure, the insulation on the lead was noted to be damage, and was noted when fluid was found leaking from the lead. The lead was not used. The patient was stable throughout.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the lead body insulation was damaged at the s-curve region. The cause of the reported event of insulation damage is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.